Event description:
Attempted to implant a plate silicone lens and was torn while advancing, the lens was not implanted and there was no patient injury, the facility believes the lens damage was caused by the injector. The model and lot numbers of the cartridge and injector were not specified by the facility.